Event description:
Drug/diluent: vancomycin 2g. Flow volume: 200ml. Flow rate: 100ml/hr. Procedure: infusion therapy - antibiotic therapy. Cathplace: PICC catheter in the arm and into the top of the heart. Nurse reported a fast flow issue. Nurse hooked up the pump to the patient and left the room. Pump should have been done at the 2 hour mark. Nurse came back to check on the patient after an hour and the ball was empty. Patient did not experience any injuries. Patient status was reported to be fine. Infusion start date/time: 10:59pm (B)(6) 2012. Infusion end date/time: 12:05pm (B)(6) 2012. (B)(4).

Manufacturer narrative:
Method: no sample will be returned. Results: in the reported information it appears that the pump was under filled (200ml) by the pharmacist, the nominal fill volume of the pump model e401000 is (400ml). Conclusions: a follow-up report will be filed when the investigation has been completed. Cautions in the directions for use states: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The homepump eclipse is designed to be used at room temperature (20 degree c/68 degree f). If the homepump eclipse or its tubing is at 25 degree c/78 degree f, the flow rate will increase approximately 14% above its nominal rate; at 15 degree c/60 degree f, the flow rate will decrease approximately 12% below its nominal rate. The homepump eclipse and tubing should be worn outside the clothing. The homepump eclipse must be filled 4 hours prior to administration to infuse at the labeled flow rate. If the homepump eclipse is used immediately after filling, flow rate may increase by up to 50%. If the homepump eclipse unit needs to be stored in the refrigerator or freezer, allow the unit to warm to room temperature before using. Delivery time information, for the required information to meet room temperature. Note: delivery time can increase significantly as a result of extended storage time. The homepump eclipse nominal flow rates are based on the use of normal saline as the diluent. Addition of any drug or use of another diluent may change viscosity and result in increased or decreased flow rate. Use of 5% dextrose will result in 10% longer delivery time. When administering through a central or peripheral catheter, follow instructions provided by the catheter manufacturer. Peripherally inserted central catheter (PICC) lines smaller than 20 gauge x 56 mm (or other restrictive devices) will decrease flow rate.